Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# 0207866685, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported via a health care provider (hcp) that the patient experienced an extremely painful implantable neurostimulator (ins) pocket. It was not known what factors may have led or contributed to the issue. The patient was reprogrammed and impedance measurements were taken. A pocket revision to replace the lead resolved the issue. Of note, an image of the ins out of the patient's pocket and connected to the lead was provided. Clarification of the hcp's comments regarding the image was requested. The company representative (rep) additionally reported that the "torsie"/winding of the lead could have been responsible for the painful pocket. The results of the impedance measurement was not known.

Manufacturer narrative:
Analysis found the outer insulation of the lead (lot no 0207866685) was twisted and the outer insulation was torn under connector #0. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.